Manufacturer narrative:
Results: inherent risk of procedure (endoleak); unknown cause of event; patient's condition affected effectiveness of device (anatomy related; type ii endoleak). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; type ii endoleak)..

Event description:
Additional information was received. From the vascular physicians documented assessment, the suspected type iii endoleak that was previously reported as a distal type I which was recently updated to an unknown endoleak was proven to be an insignificant type ii endoleak during the aortogram.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.8 cm in diameter saccular abdominal aortic aneurysm approximately three years ago. Vessel morphology was reported as the proximal aortic neck was angulated 49 degrees. Proximal non-aneurysmal aortic neck diameter, immediately below the lowest renal is 22 mm. Distal non-aneurysmal aortic neck diameter immediately above aneurysm is 26 mm. The right iliac artery was moderately tortuous, and the left iliac artery was severely tortuous. It was reported that during the patient's routine follow up CT scan a type iii endoleak (subtype undetermined) was found arising from the posterior stent graft limb and left uncorrected. A type ii endoleak was also reported coming from the collateral lumbar artery. No clinical sequelae were reported and the patient is fine.

Event description:
Additional information was reported stating that the distal type I endoleak that was previously reported has been updated to an unknown endoleak. The small endoleak was at the l4 level arising from the posterior and right limb of the stent graft.